Event description:
The customer filed a med watch that alleged "while patient was attempting to get out of bed, the left elbow somehow became entrapped in the opening of the siderail. Bruising sustained as a result."